Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a dialyzer blood leak associate with a hemodialysis (hd) treatment. Machine alarmed for blood leak and it tested positive. Additional information was requested but no details were provided. A sample dialyzer was returned for investigation.